Manufacturer narrative:
A getinge fst evaluted the unit and entered the service mode and was able to successfully perform the printer test. The event logs recorded multiple pages of fault code # 42 - "the printer buffer stack (memory pool) is full". A simple system reboot resolved this issue. The recorder was inspected for any bits of paper and a new roll was installed in the correct orientation. The printer test was successfully performed again. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit printer malfunction. There was no patient harm reported.